Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an er1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2011. The patient manages his diabetes with an unspecified type of insulin (self adjuster). According to the csr's documentation, the patient reportedly skipped his insulin regimen for several days in response to the reported meter issue. As a result of the alleged meter issue, the patient reportedly developed symptoms of dizziness and rapid heartbeat three days later. The patient, however, denied receiving any medical intervention/treatment after the reported issue began. During troubleshooting the csr noted the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.